Manufacturer narrative:
The persona tibial articular surface provisional (tasp) was returned with the complaint for review. Visual inspection of the tasp confirmed that the device is broken into two pieces at the central locking post. The two pieces have been inspected with no evidence of missing fragments. The reported issue has been investigated and a device history record review is not required. The device was manufactured on april 7, 2014 and had a field life of approximately 2 years and was used an unknown number of times. Therefore, it is considered that the device left zimmer biomet control conforming. The device is used for treatment. This particular device is associated in the aggregate tasp scope list and was manufactured prior to the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. It was reported that ¿the surgeon used a mallet on the shim handle and the tasp broke,¿ which is clearly advised against in the revised surgical procedure as part of the field action. Per the persona surgical technique, ¿gentle manual pressure should be applied without impacting the tasp construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand.¿ therefore, misuse is considered as the root cause.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional would not fully seat . The surgeon attempted to impact it with a mallet and the provisional broke.